Event description:
The manufacturer received information alleging a trilogy o2 ventilator, japan sounded ventilator service required alarm while in patient use. There was no allegation of patient harm. During the evaluation of the device at the manufacturer's service center, the customer's complaint was not confirmed by operational checking. However, a "service required" err_obm_air_flow_sensor_failed error code was found in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. Additionally, the device's trilogyo2 pm1 kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, flow sensor assembly, tubing kit, oxygen blender manifold, power cord, motor blower assembly, and stirring fan foam were replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.